Event description:
User reported a high glucose event. The following example set was provided: (B)(6) 2025 - 7:04 pm - cst - sensor glucose: 97 mg/dl - blood glucose provided in notes: 505 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 7:04 pm - cst - sg: 97 mg/dl - bg available in dms: 505 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level.user didn't seek medical treatment and resolved the event by self-administering quick-acting insulin. User's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a high glucose event on (B)(6) 2025 at 07:04 pm where user's sg was 97 mg/dl and bg was 505 mg/dl. A review of the data management system (dms) confirmed the sg value on (B)(6) 2025 at 08:00 pm, however no bg was entered in the system. A review of the alert history indicated that the user did not receive a high glucose alert around the reported time as user's sg was below the user-set high alert threshold of 180 mg/dl.the user did not seek medical treatment and resolved the event by self-administering quick-acting insulin. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance. In an associated case for the user's complaint about sensor inaccuracy, a review of the dms data revealed optical instability in the signal channels around the reported time frame, potentially related to a period of instability in the vivo state of the sensor hydrogel. Following the sensor re-link performed by the user on (B)(6) 2025 with the assistance from customer care, the raw sensor data showed that the optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4.date of this report 31 august 2025. G3.date received by the manufacturer? 31 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.